Event description:
It was reported that the insulin pump experienced an unexpected restart alarm. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised to monitor the pump and that customer may continue to wear the pump until replacement arrives. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents.no unexpected low battery alarm noted. The insulin pump passed the self test and a21 error test. No a17, a21 or a44 alarms noted. The insulin pump was monitored for 2 days and battery did not interrupt anomaly noted. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.